Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a meal announcement after a period without meal announcements, with a blood glucose of 321 mg/dl at report and 295 mg/dl by the end of the call after announcing and consuming a usual breakfast with a 15-minute premeal alert. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included troubleshooting and education with plans for follow-up to confirm continued improvement in blood glucose trend. Investigation of this case revealed no device alarms, no device malfunction observed, and a cause that remains unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.